Event description:
It was reported that during an unknown time the device was in need of an unknown repair. It is unknown if there was patient impact or delay. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the plug harness assembly was damaged, the insulation was damaged, the machined head was damaged, the reciprocating arm and screws were damaged, the unit was out of calibration, the control bar was not in the correct position, and the motor speed was unstable. The plug harness assembly, insulator, machined head, pin, reciprocating arm, screws, bearings, control bar, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.